Event description:
It was reported that the 9800 system displayed a cine disk not avail error message on boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the cine bridge and cine disk fiber cable. The system was tested and found to be working as intended and placed back into service.